Event description:
It was reported that this pacemaker detected a high out-of-range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms resulting in a lead safety switch (lss) to unipolar pacing. The patient was called in for an urgent in-office follow-up. High rv pacing impedance was confirmed, and high amplitude irregular noise could be reproduced manipulating near the device. The lead was reprogrammed from bipolar to unipolar configuration. Rv pacing is less than 1 percent, and since the patient is not pacing-dependent, the physician decided to not perform invasive actions and will keep the device programmed to unipolar configuration as it shows good parameters. The patient will continue to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker detected a high out-of-range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms resulting in a lead safety switch (lss) to unipolar pacing. The patient was called in for an urgent in-office follow-up. High rv pacing impedance was confirmed, and high amplitude irregular noise could be reproduced manipulating near the device. The lead was reprogrammed from bipolar to unipolar configuration. Rv pacing is less than 1 percent, and since the patient is not pacing-dependent, the physician decided to not perform invasive actions and will keep the device programmed to unipolar configuration as it shows good parameters. The patient will continue to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This product remains in service.